Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient that was generated by the access 2 instrument. The accu tni result was 19.60 ng/ml. The accu tni result was reported out of the lab and questioned by the physician. The patient original sample was re-tested for accu tni on another instrument in their lab. The accu tni result obtained from another instrument was 0.003 ng/ml. A corrected reported has been issued. The customer did not receive reports of patient injury requiring medical intervention or change the patient treatment that can be attributed to or connected with this event.